Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood leak was discovered at the connection between the blood chamber and twist attachment of the combiset smartech bloodlines. Blood was visually observed dripping onto the hansen connection. Additional information was provided during follow-up with a patient care technician (pct). The patient was approximately halfway through their hemodialysis (hd) treatment on a fresenius 2008t machine (with a fresenius dialyzer) when the reported issue was discovered. Drops of blood were visually observed on the hansen connetion that were coming from the combiset smartech bloodlines at the crit-line clip (clic) blood chamber connection. There was no defect or damage noted on the bloodlines. There were no loose connections identified or issues encountered during prime. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s blood within the circuitry was rinsed back. The patient¿s estimated blood loss (ebl) was not quantified but stated to be ¿very small.¿ the patient was restarted on the same machine and treatment completed successfully with new supplies. The bloodlines were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood leak was discovered at the connection between the blood chamber and twist attachment of the combiset smartech bloodlines. Blood was visually observed dripping onto the hansen connection. Additional information was provided during follow-up with a patient care technician (pct). The patient was approximately halfway through their hemodialysis (hd) treatment on a fresenius 2008t machine (with a fresenius dialyzer) when the reported issue was discovered. Drops of blood were visually observed on the hansen connetion that were coming from the combiset smartech bloodlines at the crit-line clip (clic) blood chamber connection. There was no defect or damage noted on the bloodlines. There were no loose connections identified or issues encountered during prime. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s blood within the circuitry was rinsed back. The patient¿s estimated blood loss (ebl) was not quantified but stated to be ¿very small.¿ the patient was restarted on the same machine and treatment completed successfully with new supplies. The bloodlines were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.